Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead could not be secured within the atrium during implant. The lead was removed from the pocket and a different variant was successfully implanted.